Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Retain testing was performed and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as the "first week of (B)(6) 2020 ." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low glucose results than how they feel when testing on the adc meter. In (B)(6) 2020, the customer obtained a blood glucose of 83mg/dl and experienced dizziness, shakiness, thirst, and chest pain which she stated meant to her that her blood glucose was high. Emergency services were called and after an unspecified amount of time, the customer was taken to the hospital where unknown blood glucose and blood pressure were obtained and the customer was given an IV and treated with "metformin, aspirin, metoprolol and spironol," which is a new medication for the customer. The customer was diagnosed with hyperglycemia and hospitalized for 3 days. There was no report of death or permanent injury associated with this event.